Event description:
The device was returned as it was reported that the pwd called to report multiple line blocked alarms since (B)(6) 2025 while using the same infusion set and cassette. The pwd stated that prior to this call, they resolved the alarms with the same cassette (not an ICU med product) and did not have to change out their supplies. The event occurred while in use with a patient. There was no patient injury. The results of the investigation confirmed that the device had a bent cannula which occluded the device.

Manufacturer narrative:
H3: the device was received for evaluation; however, the lot number was not provided, and a manufacturing batch review could not be performed. Visual inspection identified a bent cannula approximately 90° from its original orientation, with no other anomalies observed. The complaint of blockage was confirmed and attributed to the bent cannula. The complaint of a bent cannula was also confirmed; however, the root cause could not be determined, and the timeframe of occurrence is unknown.